Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the interconnect cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer repored that the system would not work. No pt injury was reported.